Event description:
Procedure type: lap sigmoid. Patient gender: unknown. According to the reporter: after removing the device from the anastomosis, an incomplete staple-line was noted. Half of the anastomosis was clamped correctly. This was resected and a different instrument was used to complete the procedure. The surgical time was extended about 40 minutes and no bleeding occurred. No further patient details were made available.